Event description:
It was reported that the programmer screen was unresponsive. The programmer will be returned. No adverse patient effect was reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; visual analysis indicated an air ingress or water bubble on touchscreen. This damage is consistent with CAPA-6599. The programmer passed the functional test. The device failed the baseline evaluation, finding issues with touchscreen on the psa menu button during the evaluation. The touchscreen defect was validated in mti, where the touchscreen failure was confirmed. Subsequently the programmer was disassembled to isolate the defective components in the touchscreen assembly. When the lcd touchscreen was swapped out with a known good unit, the product defect disappeared. This confirms a defective lcd touchscreen caused the observed unresponsive nature of the touch panel. The touchscreen was replaced due to confirmed air bubble damage, and retested for functional testing, where device passed entire evaluation. Despite analysis findings, this investigation is consistent with the criteria for CAPA-00006695, that is touchscreen unresponsive. This investigation has deemed this as a "cause traced to design" event. Prolonged surgery was confirmed. This is an adverse patient impact as a result of an unresponsive touchscreen. Thus this allegation is addressed under CAPA-00006695.